Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and was informed that they could continue using it. Customer was advised to contact technical support again if the malfunction code reappeared, and acknowledged the instructions.